Event description:
The patient was sitting in the shower chair while being taken to the bathroom. One of th casters fell of the chair and the patient fell forward out of the chair. Patient had recently had an stomach operation. The patient hit both knees and her head in the event. X-ray showed no injuries.